Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mrh femoral component was reported. The event was confirmed via visual inspection of the provided photographs of the device. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the devices indicate that the devices have been recently explanted and are covered in blood/tissue and bone cement. A portion of the femoral component appears to have fractured off. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture at the femoral component . The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the devices indicate that the devices have been recently explanted and are covered in blood/tissue and bone cement. A portion of the femoral component appears to have fractured off. Further information such as return of the devices, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: broken mrh femur implanted approximately 2 years ago.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: broken mrh femur implanted approximately 2 years ago.